Event description:
No patient injury reported and no medical intervention required. Incident reported as infusion due to be changed so medication drawn up as perscribed at 12:30pm and device set to infuse at 01mm/hr. At 14:30 pm syringe had fully infused. Following incident, patient unarousable and respirations low. Normal saline commence and respirations monitored hourly then every two hours.

Manufacturer narrative:
Result and conclusion of manufacturer's investigation: at the time of testing, the device appears to be functioning correctly although fluid ingress [in a wet state] could have produced a treatment fault which could have resulted in the pump infusing in an uncontrolled manner at the time of the incident. Warnings given in manual to withdraw device from use if subjected to significant liquid spill/contamination by fluid.